Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure, after a few attempts to reposition the lead due to high capture thresholds, the lead failed to sense and no signal could be obtained. The procedure was successfully completed with a replacement lead. There were no patient consequences.